Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three days post implant that the patient experienced chest pain and pericardial effusion was noted on echocardiogram. Both the right atrial (ra) and right ventricular (rv) leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.